Event description:
Surgery to remove & replace gels w/gels. Bilateral capsulotomy. Per mammogram no saline noted in either implant at this time. Intracapsular extrasation of silicone between the 3 & 10 o'clock position of the left breast. No evidence of malignant neoplasm. During surgery, it was noted that the right implant had a tiny rupture that leaked silicone over the shell, but not enough to have been detected by he mammogram. Replaced with mentor siltex rnd, mad gel mammory prosthesis/size 400cc.